Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container was leaking from the center of the bag, "at the imprint of the manufacturer label." This occurred after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed the bag was leaking from the printed area. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.